Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, partial stapling of the rectum requiring manual suture. "During the anterior rectosigmoidectomy surgical procedure, when stapling the rectum with the contour-lot r94x4c, partial stapling of the rectum was identified, requiring the manual suture of the remaining rectal stump. The patient had no permanent damage, did not need to be hospitalized nor had his hospitalization prolonged due to product problems, did not need to be re-operated or had any serious damage.